Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition.

Event description:
Report stated "surgeon (dr. (B)(6)) experienced "melting" colostomy cup during a procedure" . Account rep will provide additional information from the physician and or coordinator present on may 4th for the procedure. Case completed, no patient injury. Delineator was thrown away after the case (one picture taken- will be forwarded soon as received). Generator was a covidien set to 35, will be confirmed. (B)(4). Sterile 4-0 soft koh-eff ad750sc-ke40.